Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicate that error in the motor was detected by reading unexpected value from hall sensor. Customer have a new battery which was stored at room temperature and within expiration date. Contacts on battery cap were neither corroded nor damaged and not missing. Battery compartment and spring neither damaged nor corroded. Customer wait for 30 second and then inserted a new fully charged battery then too insulin pump was received replace battery alarm again. Customer was try replacement battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis